Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implantation there was a scratch on the implant, perpendicular to the axis of the optics, starting from the right edge to the center of the lens. The physician had to widen the incision to 2.4mm to explant the lens and re-implant another lens. Additional information has been requested, however no new information was provided.

Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non-company viscoelastic, which is not qualified for use with ultrasert device. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified viscoelastic may cause damage to the lens and potential complications during the device preparation and implantation steps. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).